Manufacturer narrative:
(B)(6).

Event description:
A peritoneal dialysis patient has reported through their pd rn that dialysis solution is leaking out of the cassette and into the cycler. There is no report of patient ill effect. There is no sample available for evaluation.